Event description:
A pt (B)(6) was enrolled in the (B)(6) study for stress urinary incontinence. The pt was injected with 2.5 ml coaptite on (B)(6) 2011. The coaptite solidified in the injection needle about halfway through the injection of the second syringe. The needle could not be pushed with saline and was replaced. The coaptite solution of the second syringe was ok, but about half of the solution was wasted during the clearing of the syringe and needle. The event was resolved. Per the physician, the event was of mild severity and definitely related to coaptite. On (B)(6) 2011, the pt experienced urinary retention and resolved on (B)(6) 2011. The pt was treated with foley catheterization. Per the physician, the event was of mild severity and definitely related to coaptite. On (B)(6) 2012, the pt was injected with 1.6 ml of coaptite.

Manufacturer narrative:
Add'l implant date: (B)(6) 2012. (B)(4). Add'l lots used: 8005p10 - 1024675 exp 03/2014, manufacture date 03/2011; 8005p10 - 10127728, exp 9/2014, manufacture date 9/2011. The device history records for lots 1023449, 1024675 and 1027728 were reviewed, all required testing specifications were met prior to release, no abnormalities noted.